Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of a mitek fms duo pump for fluid management, the patient experienced extravasation. The surgeon is stating that the pump displayed a pressure reading of 40, however, the patient's upper leg became swollen despite a tourniquet (250mm hg). The pump did not alarm or stop. Only when the surgery was complete was the extravasation noted; the surgeon made an incision to dissipate the fluid and relieve the pressure. The patient is stable, however, 3 additional day of hospitalization was required.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of a mitek fms duo pump for fluid management, the patient experienced extravasation. The surgeon is stating that the pump displayed a pressure reading of 40, however, the patient's upper leg became swollen despite a 250mm hg tourniquet (exsanguinations band). The pump did not alarm or stop. Only when the surgery was complete was the extravasation noted; the surgeon made an incision (fasciotomy) to dissipate the fluid and relieve the pressure. The surgery time was extended by 60 minutes. The patient was admitted to ICU and underwent a second surgery to close the fasciotomy. The patient is stable; however, 3 additional day of hospitalization was required.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received with some physical damage; loose fisher connector, bent chamber support, broken hinge, and, bent guide line. These conditions are attributed to handling and maintenance; a user issue. The 2nd portion of the examination was the functional and electrical testing: a battery of tests was performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.